Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the dead battery and poor coupling was due to the poor coupling on patient's part. Patient was taking more patience to ensure proper coupling. The issue was resolved at the time of this report. Patient did not provide the weight. No further complications were reported/anticipated.

Event description:
Information was received from a patient. It was reported that there was poor coupling. The patient initially stated that their battery wasn¿t taking a charge, but later clarified that they were seeing the recharging screen with the coupling boxes on the recharger. The patient stated that they were seeing zero coupling bars on the recharger when they were trying to charge their implantable neurostimulator (ins). The patient mentioned that they charged for a half hour, but the ins went dead, so they tried to charge again for two hours. It was noted that the patient would recharge every three to four days, for about two to three hours. Troubleshooting steps were performed during the call. The patient put their recharger over the ins and stated that all the ¿lights lit up.¿ at that time, it dropped down to four coupling bars, then back up to eight coupling bars. It was reviewed that the patient was seeing the normal charging session screen and it was suggested that they adjust the antenna to get more coupling bars when charging. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.